Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) hospital 15/03/2018. Screw driver tip of instrument broke off when inserting a large diameter (9mm) screw into pelvis. Screw was adequately seated and required not further insertion. Procedure continued uninterrupted. No ae to patient. The x25 torque drivers worn through normal wear and tear. Need to be replaced due to difficulty engaging the driver into the set screw and torquing off. Replacement instruments required asap